Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max) and a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician completed one pass with the ace68. After removing the ace68 from the neuron max, the physician visualized a kink in the neuron max. Upon removal, the physician found that the outer layer of the neuron max had come off. Therefore, the neuron max was no longer used in the procedure. Next, the same ace68 was used with a new neuron max to make two additional passes. After successful completion of the procedure, the physician found that the outer layer of the neuron max was peeled off. There was no report of an adverse effect to the patient.